Event description:
It was reported that a user experienced loss of glucose readings on the ilet after applying a new sensor, with no alerts displayed on the device, and readings resumed on the pump after the sensor was rescanned through the ilet mobile application, indicating transient signal loss between the sensor and ilet. Symptoms included no reported adverse clinical effects. Outcomes included no change in therapy, no medical intervention, and no hospitalization. Investigation included technical troubleshooting and user guidance to rescan the sensor. Investigation of this case revealed restoration of signal after re-establishing communication, consistent with a resolved connectivity issue. It was concluded that the event was attributable to momentary communication disruption, with device function restored following standard troubleshooting.